Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer. A review of the electronic device record confirmed that the device powered itself off. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered itself off. No other details about the event or patient were provided. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however a response has not been received.